Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump did not fail, and it was replaced in preparation of impending battery failure. There were no issues with the device. It was further noted that the patient had ¿always had good therapy from the device for their spasticity¿.

Event description:
It was reported that an unspecified pump had failed. It was not known what medication the device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8703, lot# j94137393, implanted: (B)(6) 1994, explanted: (B)(6) 2009, product type catheter. (B)(4).